Event description:
Event description guidant received information that during the replacement procedure, induction was performed with this implantable cardioverter defibrillator (ICD) and chronic epicardial defibrillation lead. The first shock did not convert the induced rhythm and a <20 ohms impedance message was displayed. The second shock was successful and the impedance was 50 ohms. The device was removed from the pocket and the chronic patch leads were capped. A new device and transvenous implantable lead were successfully implanted. The device has been returned for analysis.